Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had their device replaced due to an elective replacement indicator (eri). It was stated that the implantable neurostimulator (ins) was replaced sooner than expected as it lasted only 2.5 years. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.